Event description:
Consumer complaint of blood result reading of "hi." Last 5 blood results in memory: hi, hi, 177 mg/dl, 277 mg/dl, 119 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report number (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).